Event description:
Starting in (B)(6) 2012, my nails were breaking, hair falling out, dried out, brain fog, memory loss, weight gain despite healthy food and exercise regimen, intermittent blurry vision changes, negative mood changes, inability to concentrate, excessive sweating, odd increased body odor, drier skin, sudden food intolerances, that all increased in frequency every year. All blood work came back normal, all x-rays came back normal.